Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection could not be performed as no sample was returned for analysis. No lot number was reported. A device history record review was performed based on lot number 23f151369 from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, (B)(4), was reviewed. The IFU contains catheter removal instructions and warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and reattempt removal if resistance is encountered or if catheter stretches excessively during removal. Obtain an x-ray and consider consulting a specialist if removal of catheter is difficult." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis.

Event description:
The customer alleges that the catheter broke during removal and the tip retained. No patient injury reported.